Manufacturer narrative:
Pump had button error alarm due to flattened button dome switches(act and esc buttons). Unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm. Drive support was inspected and no anomaly was noted. No moisture damage on electronics. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.